Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that on (B)(6) 2014, gamma3 long nail primary surgery was performed for the trochanteric and femoral shaft fracture. After that the patient complained the lateral pain, so the revision surgery was planned. The femoral shaft was healed but the trochanteric fracture might be not healed. T2 recon nail was used for the revision.

Manufacturer narrative:
The nail was classified as primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An inspection was not possible because the implants were not available. The implantation time of approx. 18 months and the statement that the trochanteric fracture was not healed indicate a non-union. Non-unions can have several reasons, i.e. Poor bone reduction, bone disease, poor blood supply. All reasons are not device related. Furthermore a device issue like breakage or deformation was not reported. Therefore the not healed trochanteric fracture is attributed to the patient; a relationship to the implants can be excluded. Non-unions, poor bone reduction, bone disease, poor blood supply and other adverse effects are listed in the IFU. No non-conformity identified.

Event description:
It was reported that on (B)(6) 2014, gamma3 long nail primary surgery was performed for the trochanteric and femoral shaft fracture. After that the patient complained the lateral pain, so the revision surgery was planned. The femoral shaft was healed but the trochanteric fracture might be not healed. T2 recon nail was used for the revision.